Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter was reading inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issue occurred on an unspecified date 2-3 months prior to the alert date of (B)(6) 2016. At this time the patient claimed to have obtained blood glucose results of ¿223, 182 and 300mg/dl¿ with the subject meter. The patient manages their diabetes with an unspecified combination of insulin and pills and stated that they had consumed less food and/or drink as a result of the alleged product issue ¿last week¿..the patient also stated that ¿last week¿ they developed the symptoms of ¿hot, sweaty and dizzy.¿ the patient denied requiring any form of treatment as a result of these symptoms, however. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter. However, the patient¿s test strips were either open longer than the discard date, expired or had been improperly stored. The products were requested back for evaluation and replacement products were sent to the patient. Although the test strips used in this complaint had been improperly stored, expired or open longer than their discard date, and therefore the malfunction is being ruled out, this complaint is being reported because the patient suffered symptoms which are suggestive of serious injury after the alleged meter issue began.